Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead inner and outer insulation integrity. Noted stretched conductor coil approx .315mm-characteristics are consistent with clavicle/first rib crush . -x-ray showed an inner coil fracture approx. 10mm from terminal pin - damage indicative of helix extension/retraction difficulty. Esc (environmental stress cracking) noted approx. 75-150mm from the terminal pin - surface only. The high capture threshold allegation was confirmed, based on x-ray observation of an outer coil fracture approx.315 mm from terminal pin., consistent with clavicle/first rib crush and the outer coil resistance measured as a electrical open.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds. The lead presented normal impedance and sensing but the physician decided to change the lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds. The lead presented normal impedance and sensing but the physician decided to change the lead. No additional adverse patient effects were reported.